Event description:
Additional information has been received from the patient's lawyer. It was asserted that following a pacemaker adjustment in the (B)(6) 2012, the patient had issues with weakness, dizziness, and occasional syncope. Subsequent evaluations were performed by the following physician, but symptoms persisted, and eventually the patient returned to the implanting facility in another state for evaluation. Reportedly, the examination revealed that a portion of the pacemaker had been programmed off and this led to the patient's symptoms. The feature/portion of the device that was off was not specified in the information that was received. However it was noted hat once the device was adjusted the patient's condition improved. Further follow-up by the implanting facility has indicating the pacemaker continues to function properly. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific previously received information that this patient was receiving enhanced external counterpulsation (eecp) therapy and the physician contacted boston scientific technical services (ts) to verify any precautions when using eecp with the pacemaker. Boston scientific technical services (ts) noted the only precaution would be to turn off rate response during eecp therapy as the increased movement of the procedure may cause the device sensor to falsely detect the motion as patient activity and pace more frequently. Five months later, the physician again contacted ts, this time regarding the sudden bradycardia response (sbr) feature. The physician wanted to program the feature to be more aggressive and ts confirmed the settings the physician modified were appropriate for making the setting more aggressive. One month later, this patient threatened legal action during a routine clinic visit. It appears the patient's sbr had previously been turned off and the patient subsequently had a syncopal episode during a football game. The patient later flew to the mayo clinic where he had his sbr turned back on. No additional adverse patient effects were reported.